Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure at l5-s1. It was reported that the extender pulled off of the screw while "pulling the process". The screw was changed out at l5 and new instruments were used to complete the case. The case was delayed for 2 hours while waiting for the new instruments to arrive. The patient was transfused 700 ml. No additional patient complications were reported.

Manufacturer narrative:
Macroscopic and optical examination of the tip of the instrument did not identify any breakage or cracking. Dimensional examination of the tip of the instrument found that the tips are bent outward out of print specification at the mas m8 head retention features; the tip-to-tip dimension actual measurement found to be out of print specification. Visual and optical inspection noted multiple witness marks in the mas retention area. Functional evaluation was performed on the returned sleeve utilizing a sample m8 multi-axial screw (mas). The amount of tip deformation did not allow the mas head to be securely retained; the mas head could be easily removed with the instrument in reduction mode. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.